Event description:
Hysterectomy; in 1997 I got breast implants. The symptoms started out mild in 1998, I noticed having allergic reactions to dairy products, then to soaps and lotions, then started getting fatigue, migraines, these would subside but would return. Also, I could not conceive, however in 1999, I did get pregnant, but miscarried 4.5 months later and would never conceived again, but continued to produce milk and my breast became very tender and sensitive and painful. Doctors also found that I had small fibroids, but said it was nothing to worry about. In 2003 my symptoms worsen, I have chronic heavy menstrual periods, I became anemic, I lost a lot of weight and was feeling very sick, I had enlarged fibroids and needed surgery to remove them. After surgery I felt better, gained a healthy weight, but was still very tired. For the next few years, I continued to gain weight, still produced milk, sometimes it would be a greenish yellow color, my skin became more sensitive, and would always break out "adult acne". In 2007, I went to a fertility clinic to figure out why I was not conceiving, all the test done found no cause for my infertility, yet I could not conceive. In 2008 and 2010 I underwent surgeries to remove fibroids. My breast always hurt, I would have night sweat so bad I would have to get up to shower and change my bed sheets, my migraines became worse and more frequent. In 2012, my belly swelled and my periods got worse, I had to wear depends to keep from leaking and another fibroid the size of a football had grown, my obgyn order an emergency hysterectomy. Initially I felt better and I lost weight, but my fatigue persisted to where I had to take naps instead of lunch to function at work, and migraines got stronger and debilitating, I was put on sumatriptan and would have to get shots at least twice a month for severe migraines, I was also prescribed antidepressants, pain killers, muscle relaxer, cortisone therapy shots for my shoulder and back pain. I always seem to look bloated, my skin became dry and my face would always have dry patches and flakiness. In 2016, I developed joint pain, it started with my feet, extreme pain in my feet, then my hands, my hips, my lower back, my leg and arms would go numb for no apparent reason, this would continue with no resolution from my doctors. All exams and blood work would come back negative. In 2020 I started getting the night sweats again, and then my eyes hurt, they felt dry and so did my mouth and throat, my eyes would swell and my throat, but drs never found anything wrong, no strep. In 2021, the night sweats persist, my breast still become tender, swollen, sensitive, and very painful. This is all I am still dealing with: fatigue or chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss),muscle aches, pain, and weakness, joint pain and soreness, dry skin, eyes, mouth, hair, weight gain, temperature intolerance, very low libido, heart palpitations, shortness of breath, metallic taste in the mouth, oral thrush (white tongue), night sweats, skin rashes, insomnia, itching all over and scalp as well, estrogen/progesterone imbalance, diminishing hormones, or early menopause, swollen and tender lymph nodes in the breast area, underarms, throat, neck, tingling or numbness in the arms and legs, burning pain around the chest wall or breasts, frequent urination, chronic neck and back pain, photosensitivity, smell or chemical sensitivities, throat clearing, cough, difficult swallowing, choking feeling, chronic inflammation, headaches, dizziness, and migraines, mood swings, emotional instability, anxiety, panic attacks. At one point I thought I had pseudobulbar affect (pba), because I'm just all over the place emotionally. I need help getting out of bed every morning, I have fallen down because my legs have given out. I was hospitalized recently for severe abdominal pain, CT, sonogram blood, tests all negative, pain caused blood pressure of 202/110. FDA safety report ID # (B)(4).